Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 20 mg/dl. For treatment, the patient was given glucovance. The pod was worn longer than 48 hours on the abdomen. The patient is still at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.